Manufacturer narrative:
Upon receipt from our post market quality assurance laboratory, analysis confirmed normal pacing and sensing functions. All telemetry operations were normal and the memory download was complete. Due to a change in format that changed file size, telemetry issues were incorrectly stated. A fault code 07 occurred. The root cause for this was determined to be listed as programmer interaction. This fault code occurred post explant.

Event description:
Boston scientific crm received information that this device was explanted for normal battery depletion and returned. There were no field allegations against the device and no adverse patient effects reported. During initial testing, the device displayed partial telemetry and a fault code was observed during interrogation suggesting a possible performance issue. Additional testing is being performed.